Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the patient was having a change in symptoms on the right side. The caller stated the left side was set at 3.40 and the patient was getting good therapy. The caller stated the patient¿s right side was weak causing the patient problems. The caller stated they were having a hard time going up and down the stairs. The caller stated the right side being weak was hard for the patient to use their body weight and causing more trouble. The caller synced with the patient programmer and stimulation was shown to be on. Caller stated seeing on and ok. Caller stated hcp and a rep could make adjustments as needed. The caller stated they wanted to increase the right side from 2.40 to 2.60. The caller stated the hcp said the patient could increased by 1 or 2 when needed. Patient services attempted to walk the caller through adjustments to check for settings, however the caller did not se e any setting available to change. The caller stated seeing the ins battery level at 2.97 and later stated the other ins battery level was at 2.91. The caller insisted they had see 2.4 on the right side of the patients¿ settings and the caller did not understand why the settings did not show during the phone call. Patient services reviewed several times and was unable to walk the caller through making a change to the patient¿s settings as patient¿s settings were not available to change. The patient was set in simple mode. The patient¿s wife had called back. They said they had talked to another patient services agent and they walked them through trying to adjust settings but said they only had the simple mode. The caller said they swore they set the settings 4-5 months ago on the patient programmer (pp). The caller said the patient hadn't been to the doctor in almost a year in august. The patient didn't feel the best. They were weak. The patient had a hard time with their own body weight. The patient couldn't support their body weight with how they hurt. They had the caller check both sides of the ins with the pp and they both said they were on and ok with no option to adjust the settings. They told the caller they would have to call the doctor and be seen if they wanted to be able to adjust the settings. The caller said they did physical therapy and used t a stretching machine to strengthen their legs. The patient was on the floor today and couldn't get up. They were on the couch and couldn't get up. They couldn't get up and go to the bathroom. The caller said they had more balance issues since the implant and more falls. When they asked when that started they said 2001 and then said maybe later. The caller said their voice was much lower every time they adjusted the patient. They asked when that started, and the caller said from the beginning, but then stated they didn¿t¿ know. They said the patient¿s voice was softer and monotone. The caller said they were more focused without the stimulation. It was asked when that started, and the caller said right away. Then they said maybe when they had both ins¿s they really noticed it. Caller said the medicine was too much for them, but when they were off it was really bad. The device really helped the patient. The disease was progressing, and it got rough. The caller said they believed they were exercising and thought the patient hurt their thigh. The patient had a hard time moving with their thigh when walking. They said it happened a couple days before the call. If the patient put weight on their foot it was really bad. Then they were able to move in the chair a little bit, now they can't move. The caller did not want the doctor to be contacted. They wanted to give the patient until the end of the week and it if wasn't better they would contact the doctor. The patient¿s wife had called back at a later date and stated since (B)(6) the battery voltage on the right side had gone from 2.91 to 2.95. The caller was concerned that something was not right, and it shouldn't be going up like that. The caller was concerned they may have turned off the battery on the right chest. The caller wanted to check the ins battery on the right chest. Patient services reviewed pp use and the caller reported they saw off flashing. It was reviewed how to turn the stimulation back on again and the caller confirmed they did so successfully. The caller believed the battery had been off and that was what was causing the problems for the patient. The caller thought they either turned if off accidentally after their last call or perhaps it had been off the whole time and they just thought it said on during their last call. It was reviewed how to check the pp battery and the ins battery voltage per caller request. It was also reviewed why battery voltage may vary. The caller reported additional details about the documented events. A week ago saturday the patient was working out and hurt their thigh a little bit and by the time monday came they were really feeling bad and had gone to the dentists and when they came out their legs buckled and then on tuesday everything went down hill and they were basically immobile and couldn't move. The caller stated that was more on their right side but they wondered why their left side wasn't helping. The caller also wondered if going to the dentist on the 9th may have caused the ins to turn off. The caller stated they were asking because the patient was a little weak on tuesday and then started to get really bad on wednesday. The caller stated the patient was getting tremors and everything was getting funny on their left side. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.